Manufacturer narrative:
Description of event - on 9/10/1981, 19 mm aortic st. Jude medical mechanical heart valve (mode 19a-101) was implanted. Pt's postoperative diagnosis was calcified aortic disease with predominant stenosis. Sixteen years postoperatively, on 11/25/1997, explanted this valve due to "clott in prosthesis, blocking leaflets movement". Echo results indicated "old pannus or recent thrombosis", and pt's gradient was 110. Results of investigation -valve was received in st. Jude medical heart valve div fer analysis lab in st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was tan in color, contained several sutures, and was covered by tannish-white tissue. Whitish tissue was observed to cover both pivot guards, and appeared to slightly extend into recessed pivot areas. Similar whitish tissue heavily covered inflow rim of orifice, and slightly covered outflow rim. Both leaflets were intact, exhibited slightly restricted mobility, and carbon surfaces appeared to have previously been cleaned, prior to valve's return for analysis. Large chip region, which was most likely caused at explant, was observed on left outflow rim of orifice. Valve was chemically sterilized and forwarded to independent pathologist for gross morphological examination. Dr. Stated that at time of his examination, tissue previously mentioned during preliminary visual examination was identified as pannus formation. This usual fibrotic reaction extended over both pivot guards, and may have contributed to some degree of resistriction of free motion of leaflets, although both moved into full open and closed positions with only moderate pressure. Slight restriction of normal leaflet motion suggested that some of fibrotic tissue may have been present in recessed pivot areas. Microscopically, pannus tissue was identified as mature fibrous tissue (collagen) with remnants of preformed elastic tissue on one surface; latter being compatible with small portion of aoric annulus. At least two foci of calcifications of moderate size were present. Narrow band of gram positive microorganisms on one surface of pannus tissue was identified. However, no reaction of any type was present on this relatively prominent accumulation along most of apparent undersurface of pannus. Dr. Concluded that presence of gram positive microorganisms was mot likely due to ex vivo phenomenon, and tissue observed on valve and sewing cuff was pannus formation. No signs of thrombosis were identified; however, this may be due to fact that valve had been cleaned prior to its return for analyis. Valve was then cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Left rim of orifice was observe to be fractured in same region as previously mentioned chip fragment detected in left outflow rim of orifice. At this magnification, both leaflets were found to be unremarkable. Due to fact orifice was fractured, which premantl

Event description:
The valve was explanted due to "clot in the prosthesis, blocking leaflets movement." Echo results were" old pannus or recent thrombus".